Event description:
On 03/11/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. No patient harmed. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Manufacturer narrative:
The pump was returned on 05/10/2024 and the investigation was completed on 5/17/2024. The pump's event log was pulled as part of the evaluation and upon review it was noted that there was no evidence of an abrupt power off found in the log, as reported by the end user. Seeing the code "log_event_on" code without an "log_event_off" code before it would have revealed an abrupt power off as it means that the pump had to be powered on without being powered off prior, meaning that it turned off on its own. No evidence of this was found in the log. A 50 ml infusion was ran on the pump instead of a 100 ml infusion due to a limit in the customer's library configuration. The infusion ran for 50 ml at a rate of .5 ml per hour. The infusion was successfully completed and the pump did not power off abruptly before finishing. The reported issue was not duplicated during functional testing. A CAPA has been opened to address the issue reported. Ref (B)(4).